Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this device, which was not affected by a product advisory issued to physicians since (B)(6) 2005, declared elective replacement indicator (eri) due to an unexpected extended charge time measurement. Technical services discussed normal device follow up and monitoring. The device was later explanted for normal battery depletion. To date, no adverse patient effects were reported with this clinical observation.